Event description:
It was reported that the patient fell and hit his head on (B)(6) 2012, and was having an MRI scan done on the day of the report. Eight days later, it was further reported that the patient had shoulder surgery done on (B)(6) due to the fall. Since then, the patient had an increase in symptoms and his dementia had gotten 'a lot worse.' However, there hadn't been any noticeable change in therapy. The reporter stated that the patient's blood work was 'off' so it was checked again 5 days after the surgery, and the results were going to be available later. It was noted that the patient's healthcare provider (hcp) was speculating that the increased symptoms/dementia could have been from the effects of the anesthesia, and the patient might have been recovering slowly from it. The device was confirmed to be on, battery was ok and it looked like everything was working 'fine' at the time of the report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 64002, lot# n289412, implanted: (B)(6) 2012, product type adapter; product ID 3389s-40, lot# v061015, implanted: (B)(6) 2007, product type lead; product ID 3389s-40, lot# v055375, implanted: (B)(6) 2007, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).